Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead trend showed impedance measurements that were high and undefined while in-office testing showed impedance measurements that were within normal limits. In addition, low impedance measurements were noted historically and electrograms showed artifacts indicating a lead integrity issue. Programming changes were made and the lead remains in use. No patient complications have been reported as a result of this event.